Manufacturer narrative:
The biopatch was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the most probable cause for the reported condition is that the device was used on a patient with material sensitivity. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch: 2023-019846. "Redness and itching around the central line where the dressing is (injection site redness) itching on edge of dressing and under the biopatch (adhesive tape allergy). Case description: "this united states case is a spontaneous report received on 12 jul 2023 from consumer via accredo specialty pharmacy. This 75 year old, 105.6 lbs., female patient began therapy with remodulin (treprostinil sodium, concentration 1.0 mg/ml) on (B)(6) 2022 for primary pulmonary arterial hypertension. The current dose was reported as 0.042 g/kg, continuous via intravenous (IV) route. On an unreported date in (B)(6) 2023, the patient had redness and itching around the central line where the dressing was (injection site erythema, injection site pruritus). Patient stated that the site was started about 3 to 4 days ago (from the time of report). Concomitant medication included sildenafil citrate and warfarin sodium. Relevant medical history included primary pulmonary arterial hypertension. Action taken with IV remodulin was not reported for the events of injection site erythema, injection site pruritus. At the time of reporting, the outcome of injection site erythema, injection site pruritus was unknown. The reporter did not provide causality for the events of injection site erythema, injection site pruritus. Follow-up information was received as solicited report on august 08, 2023, from the consumer and from a patient support program via accredo specialty pharmacy. An additional dosage regimen of 0.0466 g/kg, continuous via intravenous route was added to IV remodulin. Cosuspect included: biopatch (chlorhexidine gluconate). On an unreported date, the patient had itching on the edge of her dressing and under biopatch (dermatitis contact). Action taken with IV remodulin was not reported for the event of dermatitis contact. At the time of reporting, the outcome of dermatitis contact was unknown. The reporter did not provide causality for the event of dermatitis contact with IV remodulin. The reporter's causality for the event of dermatitis contact with biopatch was considered to be possibly related."